Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient said their old device needed relocating because something was cut off in the device. No patient symptoms were reported. No further complications were reported or anticipated.